Event description:
A report was received that the patient underwent a pocket revision due to discomfort at the pocket site caused by non-device related weight loss. The physician repositioned the ipg and the patient was reportedly doing well following the procedure.